Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 18oct2018. (B)(4). Philip's fse (field service engineer) confirmed the reported issue; the lcd (liquid crystal display) screen was very dark and the backlight was not working. The fse replaced the user interface assy to resolve this issue.

Event description:
The customer reported that the screen was dark. The device was not in use at the time of the reported event. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019 . The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.